Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient the cs300 intra-aortic balloon pump (iabp) unit alarmed "low battery" and then shut off. No patient harm.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse observed that the batteries were not at full charge upon arrival on site. The fse was not able not perform a full battery run time test. Also, the fse confirmed that the batteries were due for replacement in november 2022, which was prior due to the next timer preventive maintenance (pm) cycle. The fse stated that the customer requested to replace batteries. So, the fse replaced the batteries. Then, the fse confirmed that the charging circuit was working properly. The unit successfully changed between ac and dc battery power. The fse performed pm with full calibration, functional testing and safety checks to factory specifications. The unit was returned to the customer and cleared for clinical use.